Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20190.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20190. It was reported the patient (B)(6) experienced a wound infection. The patient was treated with antibiotics. Surgical intervention may be taken at a later date to address the issue. The infection site is unknown at the time. Hence, all the related devices are reported. Date of event and implant date is unknown for the devices.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20190. Follow-up identified the patient's infection was initially confined to the lead site; however, it was later determined to involve the ipg site as well. A swab confirmed the presence of staphylococcus aureus. Subsequently, the patient's entire system was explanted and the patient was given oral antibiotics. As of (B)(6) 2015, the patient's infection has reportedly healed.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.